Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficulty to close the foot was not confirmed. Difficult to remove and failure to achieve hemostasis could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Lot history record (lhr) and exception reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to the inability to retract the foot, include, but not limited to tissue, calcification or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. Factors that contribute to failure to achieve hemostasis, include, but not limited to user technique (poor or partial tissue capture, air knot). The patient effects of vascular tissue injury and pain are listed in the prostyle instructions for use (IFU), as potential adverse events associated with use of the suture mediated closure devices. The patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted using a prostyle device after a cardiac ablation procedure with an 8f sheath. Reportedly after deployment, the device could not be removed from the patient as it was noted that although the lever was fully closed, the footplate was not fully seated. After manipulating the lever and rotating the device, the device was removed from the patient without further difficulty. Notably, the patient experienced pain while the device was manipulated within the anatomy. Furthermore, vessel damage was reported as there was a piece of tissue on the footplate after the device was removed. Despite this, the suture was successfully placed and the knot was successfully advanced/tightened; however, hemostasis was not fully achieved. An additional prostyle device was used to achieve hemostasis. There was no reported treatment for the patient pain or vessel damage. There was no reported clinically significant delay in the procedure or therapy.